Event description:
It was reported that the patient was not given any explanation on the usage of the purewick urine collection system and sometimes the patient was waking up wet. The liberator representative gave the website for visual aid and explained how to pinch the wick. Per additional information received via follow up on 20aug2021, stated that the patient was still experiencing leaking while using the wick and not able to resolve the issue. No additional information was provided.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿incorrect/ missing translation; missing instructions; vendor/printer error". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the instructions for use were found adequate and state the following: "1. After the purewick¿ urine collection system has been set up, place the purewick¿ external catheter according to the purewick¿ external catheter¿s instructions for use. 2. When the canister is ready to be emptied, remove the purewick¿ external catheter according to the purewick¿ external catheter¿s instructions for use and throw away. Note: keep the purewick¿ urine collection system on to make sure all urine has been drawn out of the collector tubing and into the collection canister before removing the purewick¿ external catheter. Note: although the canister can hold up to 2000cc (ml), to prevent overflow empty urine from the collection canister regularly or before volume reaches 1800cc (ml). 3. Turn off the purewick¿ urine collection system by pressing the on/off switch. Disconnect the a/c power cord from the power outlet and from the device. Disconnect collector tubing and pump tubing from the canister. 4. Lift collection canister from purewick¿ urine collection system. Do not lift canister by the lid. Take canister into an area appropriate for disposal e.g. A bathroom, carefully remove the lid, and dispose of urine in a proper receptacle e.g. A toilet or according to facility protocol. If using a privacy cover and it gets wet, remove and discard. 5. Clean collector tubing, pump tubing, canister, purewick¿ urine collection system, and power cord according to cleaning instructions in the cleaning and maintenance section. 6. Reassemble the purewick¿ urine collection system according to the initial setup instructions when the system is ready to be reused. When the purewick¿ urine collection system is not in use, unplug the power cord from its outlet. Make sure the unit is cleaned and disinfected prior to storage. Do not store when parts are wet or damp." "Safety information for drydoc¿ vacuum station : ¿ always unplug drydoc¿ vacuum station when not in use. ¿ do not immerse in water. As with most electrical devices, electrical parts in this system are electrically live even when the power is off. To reduce risk of electric shock, if the drydoc¿ vacuum station falls into water, unplug immediately. Do not reach into water. ¿ if drydoc¿ vacuum station is dropped or tipped over spilling urine, unplug the unit and thoroughly inspect for loose or damaged parts before resuming use. Contact customer support if damage is observed. ¿ the 16¿ vacuum tubing connecting drydoc¿ vacuum station to collection canister may experience light condensation. This is not unusual and does not affect function. However, if urine or water has streamed into the pump, discontinue use and contact customer support. Some indications that water or urine has streamed into the pump are fluid or stains observed on the bottom exterior of device. ¿ empty urine from collection canister regularly to prevent overflow. Failure to empty canister before urine overflow may cause damage to drydoc¿ vacuum station and is not covered under warranty. ¿ it is important that the port connections be connected correctly for proper operation of the drydoc¿ vacuum station. ¿ do not place drydoc¿ vacuum station or its cord across walkways creating a tripping hazard". H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was not given any explanation on the usage of the purewick urine collection system and sometimes the patient was waking up wet. The liberator representative gave the website for visual aid and explained how to pinch the wick.